Manufacturer narrative:
The report of loose or intermittent connection was not confirmed. Analysis found no anomalies in the ports/header. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above elective replacement (eri) level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, it was observed that the ventricular lead's impedance was above the normal range. It was observed that the pacemaker's connection to the lead was loose. A procedure was conducted to reset the interface. During the procedure it was noted that the pacemaker's ventricular header screw was still able to pull out of the lead after tightening the screws. The pacemaker was replaced. There were no complaints on the lead. The operation was competed successfully without discomfort. The patient was stable.